Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found that correct engagement between instrument retainer and center rod was observed. When twist knob was actuated for opening, green bar was not visible in the indicator window and the safety feature was engaged. When twist knob was actuated for closure, green bar was visible in the indicator window and the safety feature was disengaged. It was reported that it was difficult or not possible to bring tissue together for closure using the device. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This obstruction caused, that while exerting force to close the anvil mechanism, another force was exerted by the anvil to the shell insert due to the obstruction until its disengagement or observed gap. However, in this case it is a likely event that the obstruction caused the center rod insertion hole to open (get bigger), as suggested by the splines¿s damages inside, while closing the instrument. The diameters of the anvil center rod and insert component meet, pushing the insert down. The push/force exerted to the insert is evidenced by the assembly marks on the shell. Also, it was confirmed that insert component diameter interacts properly with anvil center rod. Under this scenario, the disengagement of the shell insert resulted in an anvil difficulty to approximate or a potential gap when closing the unit for firing. Once shell insert is out of position, the anvil will not engage or maintain its position for firing because center rod is not restricted inside the insert diameter. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right hemicolectomy, the surgeon turned the black knob clockwise to approximate the anvil to cartridge part and when the green light appeared, the surgeon stopped. However, the surgeon noticed that there was an abnormal distance between the anvil and cartridge part and then the surgeon continuously tried turning the knob clockwise more to make closer approximation between them, but the distance was not decreased at all. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right hemicolectomy, the surgeon turned the black knob clockwise to approximate the anvil to cartridge part and when the green light appeared the surgeon stopped, however the surgeon noticed that there was an abnormal distance between the anvil and cartridge part and then the surgeon continuously tried turning the knob clockwise more to make closer approximation between them but the distance wasn't decreased at all. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.